Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button did not work. After plugging the pump into a power source, the customer was able to access the pump features. The pump was continued to be used for insulin therapy and insulin injections were available if needed. Blood glucose was 85 mg/dl.